Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending cover was leaking, and electrical connector slightly corroded, no image and b30 scope communication error due to damage to the charged coupled device. The faulty parts were replaced, and the device was returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and considering the device inspection findings, the suggested event may have occurred due to water that invaded the subject device from leaked location. The following mechanism is likely: a) ccd unit and internal board of video connector were damaged due to water/moisture that invaded the subject device from leaked location. B) dielectric breakdown inside the ccd unit/deterioration of circuit board inside video connector by the handling below. System ground wire was not connected. With the system power on, remove and insert the scope connector. Dirt, moisture, and others are attached to the connector contact section. There was nonconformity in reprocessing condition under autoclaving or the like. The instructions for use state the following which can prevent the event: "operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, that the endoeye flex 3d deflectable videoscope was leaking at the bending cover. Upon inspection and testing of the customer returned device, the scope exhibited no image and b30 scope communication error due to damage to the charged coupled device from the leaking at the bending section. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.